Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for sodium (na) and chloride (cl) on a cobas 6000 c (501) module. The initial na result was 114 mmol/l. The repeat result on a different c501 module was 138 mmol/l. The initial cl result was 130.3 mmol/l. The repeat result on a different c501 module was 101 mmol/l. The erroneous results were not reported outside of the laboratory. The repeat results were believed to be correct. No adverse event occurred. No electrode lot numbers or expiration dates were provided. The field service engineer (fse) visited the customer site and did not identify any issues. All ise adjustments were checked. The fse ran a 21-point precision and all results were within roche specification. The instrument was performing within specification. The investigation was unable to find a definitive root cause.